Event description:
The physician had difficulty advancing and retracting the second needle used during the second pass. A section of the device did not remain inside the patient's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non-retraction of the needle are reportable regardless of the outcome. Problem statement: the physician had difficulty advancing and retracting needle used during the second pass. There were no echo-hd-22-c (echo) devices of lot number c881272 in stock at the time of the complaint investigation. 1x echo device of lot number c881272 was returned for eval. The device was returned in its original package and was open on receipt. This echo device was returned with the stylet in place and the needle fully retracted inside the sheath. On eval of the device it was possible to advance/retract the needle fully without difficulty and no resistance was noted. The distal needle tip was examined under the microscope and the bevel tip of the needle was confirmed to be slightly bent back. No damage was noted to the notch of the needle. The customer complaint was confirmed as the bevel tip of the needle was confirmed to be slightly bent back, which could possibly have caused difficulty advancing and retracting needle during the procedure. It may be noted that it was possible to advance/retract the needle fully without difficulty during the lab eval. A possible cause of the needle tip becoming bent may be attributed to individual patient anatomy if the area being sampled was a particularly hard mass or lesion. Info concerning the specific lymph node being sampled during this procedure was not received. It is also possible the distal needle tip was damaged due to product handling when advancing/removing the device from the endoscope or during sample retrieval. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the mfg records for echo devices of lot number specified above did not reveal any discrepancies related to the complaint issue. The notes section of the instructions for use ifu0077-2 that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. No corrective action is warranted at this time as there have been no adverse effects to the patient as the result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.